Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information with no customer response. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was trying to deliver a bolus and pump was providing a message. Patient was experiencing high bg's (298 mg/dl).